Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: it was observed that the unit was dry with no evidence of lubricant properly applied. If the crwprecise is not maintained and properly lubricated after decontamination, the arc slide assemblies on the device will bind which in turn will cause the user to exert more force to move the slide and throw the unit out of calibration. Device history record reviewed for this product ID lot # p1107 manufactured on december 07, 2012 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure for this product ID shows that (B)(4) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the end users reason for return was verified the most likely cause can be attributed to a lack of lubricant on the arc slide assembly which causes sticking sliding or binding during operation. This unit is metal on metal parts and lubricant is vital to keep it operating properly. This issue will be monitored.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The pt was prepped for deep brain stimulation (dbs) surgery involving stereotactic guidance. Surgery was prolonged by approximately 10-20 minutes due to calibration being out by about 2 mm with the surgeon having to keep readjusting so the surgical case could proceed. Correct calibration could not be achieved. There was no adverse event or pt injury reported.